Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the alarm history showed no activity outside of normal use. The pump powered on with auditory and vibration alarms, but the display remained blank. The pump was opened to find the display screen cracked and damaged. A test display screen was inserted for testing and functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen had become blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.